Manufacturer narrative:
Report received from the families counsel states; the end-user was found in their apartment, deceased, pressed against a table while seated in his mobility device. At this time it is unclear as to the circumstances surrounding this reported event. The device is currently being held at an engineering firm for the purpose storage and future analysis. Currently the device has not been made available for inspection to permobil representatives. Once an inspection and evaluation have been completed, a follow-up report will be submitted. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report from counsel representing clients family that end-user was found dead in his apartment while remaining occupied in the device seating.